Event description:
Health professional reported lap-band system removal "due to band intolerance, constant gastroesophageal reflux, and repair of a right inguinal hernia." Device was replaced with a non-allergan band. Health professional has declined to provide add'l info.

Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however the analysis has not been completed at this time. Reflux, hernia and intolerance are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of dysphagia as follows: ¿ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures.¿ device labeling addresses the possible outcome of intolerance as follows: it is important to discuss all possible complications and adverse events with your pt. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the pt¿s degree of intolerance to any foreign object implanted in the body. Device labeling addresses the reported event of hernia as follows: ¿there were add¿l occurences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: hernias, including hiatal hernias.¿